Manufacturer narrative:
Received two used 206680490 extension sets each connected to two used list #unknown plum sets and two used 20% mannitol injection IV bags. As received, precipitate from the residual solution in the sets was observed to be crystallized in the drip chamber, set, and tubing of the plum sets. No defects or irregularities were observed in the extension sets. The sets were attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion was attempted. Both extension sets were able to be primed and infused without any cassette errors, occlusion alarms, air in line alarms, or restrictions in flow noted. In an attempt to replicate clinical conditions, both extension sets were tested attached to one of the plum sets and infused at an accelerated rate of 500 ml for 20 minutes, which is the maximum delivery rate for the plum a+ when used with a plum set (see specifications in the system operating manual). No attempt could be made to administer at the described rate of 500 ml over 20 minutes. No cassette errors, occlusion alarms, air in line alarms, or restrictions in flow were noted with either set. The complaint of inability to administer mannitol at a fast rate could not be replicated or confirmed. Additionally, the complaint of a distal occlusion alarm could not be confirmed with regard to either of the extension sets. The device history lot number was reviewed and no nonconformities were found that would have led to the reported complaint.

Event description:
It was reported that, on an unknown date, the extension set, 17 inch, 0.2 micron filter, clave(tm) y-site, secure lock exhibited a flow issue. It stated that they are unable to administer solution intravenous mannitol 20% 500ml with lot number 1018136 at a fast rate, normally, it's about 20 minutes. It was also noted the pump is alarming distal occlusion. After the nurses had troubleshooting and tried to change the filter with lot number 14017846. It was noted that the lot number 206680490 is causing issues and not the pump. There was unknown patient involvement, and unknown human harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.